Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's brother reported via phone call that his brother hospitalized due to diabetic ketoacidosis and hyperglycemia on (B)(6) 2020 with blood glucose level of 650 mg/dl. Customer was taken to the hospital via ambulance and the ambulance lost his insulin pump. Customer was treated with intravenous fluid. Customer was experience nausea, vomiting, abdominal pain and difficulty in breathing also found positive results in ketones test. Customer's brother stated that they found his lost insulin pump back but they wanted to use the loaner insulin pump until they sure about his lost insulin pump working as designed. Insulin pump will not be returned for analysis.